Event description:
It was reported via legal that the patient had a surgery to revise broken sacral screws and repair psuedarthrosis. Broken screws were diagnosed several months earlier when patient reported pain after moving a refrigirator.